Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the device failed internal leakage test with message: "system volume too small" during pre-use check. Device was checked and nozzle unit on air gas module was defective and needs to be replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device were required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/04/2017. Corrected manufacture date: 09/27/2017. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).